Event description:
As reported by the user facility information by bbm sales organization in belgium: "chemo leakage" according to the customer: leakage was reported during therapy.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h6 codes updated sample/s evaluation: no complaint sample was given but pictures were attached in the notification for investigation. Analysis: reviewing the historical data and the information provided, the complaint batch had been reported with triangle tube - step down tube leakage issue and leakage at filter. Further investigation is needed to identify the actual leakage point if the sample is returned. Assembly of the rework complaint batch was done according to sop elastomeric infusion system - final assembly ((B)(4), version 34.0) and sop elastomeric infusion system - correction procedure (document no. : (B)(4), version 16.0). After the batch was reworked, it was tested according to specification ((B)(4)) and released after the products are tested to be within specification. Leakage at filter filter is a supplied component. Notification will be initiated to supplier for further investigation and action if there is any confirm leakage observed from the filter. Summary of root cause analysis: no complaint sample, but only have pictures received. The failure mode cannot be confirmed/justified based on the pictures received, therefore we considered this complaint as not confirmed. Cause : cause could not be determine no complaint sample, but only had pictures received. The failure mode cannot be confirmed/justified based on the pictures received. Corrections/containment plans with effective date: not applicable corrective actions with effective date: not applicable justification: not confirmed.